Manufacturer narrative:
The suspect product is the softclix.

Event description:
Roche diagnostic's product investigation determined the lancet did not retract into the lancet device. No pt injury was reported and no treatment was received. Pt did not provide the location where the discrepant results were obtained. Product was returned and replacement product was shipped. This is the softclix system, catalog # 957, lot # wis019.